Event description:
The customer reported via telephone that he has needed to replace multiple insulin pumps in the period of a year, that the current pump's piston was not moving, and the device not delivering insulin and that his blood glucose was over 400 mg/dl. The customer was able to prime the insulin pump. The customer reported the reservoir leaking, causing the pump to stop working.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.